Event description:
It was reported from neonatal intensive care unit that half an hour into infusion of total parenteral nutrition (tpn) via buretrol, which was just refilled half an hour prior with 13.2 ml volume to be infused and set rate at 3.4ml, the device alarmed infused complete and was noted that the rate was changed from 3.4 ml/hour to 13.2ml/hour. Although requested, additional information was not provided.

Manufacturer narrative:
The report of a tpn over infusion was not confirmed through a review of the device logs. Inspection: pump module sn: (B)(6). An internal and external inspection were unable to be performed on the source pump module because the customer was unwilling to provide the device for investigation. The pcu error log showed no errors or malfunctions on the reported incident date. The pcu event logs only go back to 11feb2020. The pcu event logs were overwritten by continued use of the pcu. There were no recorded uses of pump module sn: (B)(6) at the reported event rate of 3.4 ml/h nor at the reported rate that the pump module was changed to 13.2 ml/h. Testing could not be performed because the source device was not returned for investigation and the event details previously stored in the pcu have since been overwritten. The root cause of the reported over infusion was not identified. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 10/29/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/18/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from neonatal intensive care unit that half an hour into infusion of total parenteral nutrition (tpn) via buretrol, which was just refilled half an hour prior with 13.2 ml volume to be infused and set rate at 3.4ml, the device alarmed infused complete and was noted that the rate was changed from 3.4 ml/hour to 13.2ml/hour . Although requested, additional information was not provided.

Manufacturer narrative:
Patient: premature neonatal.

Event description:
It was reported from neonatal intensive care unit that half an hour into infusion of total parenteral nutrition (tpn) via buretrol, which was just refilled half an hour prior with 13.2 ml volume to be infused and set rate at 3.4ml, the device alarmed infused complete and was noted that the rate was changed from 3.4 ml/hour to 13.2ml/hour. Although requested, additional information was not provided.